Event description:
It was reported the patient experienced ineffective stimulation, a fractured lead confirmed by x-ray and unable to enter MRI mode due to high impedances. Surgical intervention may take place at a later date.